Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that a pt had a filter implanted prophylactically prior to proposed back surgery. Prior to the surgery, the pt presented with recurrent chest pain and shortness of breath. Reportedly, a chest x-ray, showed a 2cm caudal migration of the filter and a filter arm was in the pt's lung. According to the physician, the cause of the pt's symptoms were not related to the filter or the detached limb. As the back surgery was cancelled, the filter was successfully removed. There was no attempt to retrieve the detached limb. The detached limb was considered an incidental finding and there was no report of injury to the pt.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.